Event description:
It was reported that the needles were leaking at the black hub. It did not help to tighten the needle or not it still leaks. There was patient involvement during the use of administering medication. No patient was harm. No medical intervention.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Received for investigation, a clear bag and four presentation boxes containing total product qty 300. The actual product used at the time of the complaint, was not returned. Visual inspection of the provided samples did not reveal any defects or anomalies. All returned needles and needle-pro devices were found to be assembled within the packages prior to opening. To evaluate the returned products for leakage they were tested. Results: leakage past the plunger was observed among twenty-six products, thus complaint confirmation. The syringe is a supplied item which is purchased as a complete assembled product (syringe barrel, plunger, and plunger tip rubber). The complaint information has been shared with the manufacturer of the syringe. At this time, no further action will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.